Manufacturer narrative:
(B)(4). Internal file number - (B)(4). Evaluation summary: the clip delivery system (cds) was returned and investigated. The reported inability to establish final arm angle (faa) was not confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the reported inability to establish faa. The returned device analysis was unable to replicate the inability to establish faa and identified a bend in the actuator mandrel. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip opened while locked. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve. Grasping was performed and the final arm angle (faa) was tested; however, the clip opened slightly (approximately 3-5 mm). The clip was closed and the faa was tested again, but the clip opened. The decision was made to remove the cds and replace the device. One clip was implanted, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.